Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination. Review of the provided data showed that the detected results were near the limit of detection (lod), indicating a low titer sample. No curve abnormalities noted. Note that samples near or below the lod of the test may generate wavering results on repeat testing. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for two patients while using the cobas® sars-cov-2 assay on the cobas® liat® system. The alleged samples initially generated a positive sars-cov-2 result. New samples were collected the next day and tested on another platform (allplex seegene sars-cov-2) which generated negative results. The initial positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.